Manufacturer narrative:
(B)(6). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced recurrent peritonitis. The cause of the event was unknown. On the same day as the event onset, the patient was hospitalized. It was reported that the patient was not treated for this recurrent event. Dianeal and extraneal remained ongoing. Six days after the event onset, the patient was discharged from the hospital. The patient¿s recovery status and outcome of the event were unknown. No additional information is available.